Event description:
On (B)(6) 2012, the reporter contacted animas to report that on an unspecified date the patient obtained a fasting blood glucose level of 300 mg/dl and she experienced the symptom of thirst. At 5:11 am the patient corrected her blood glucose levels with 11.45 units bolus of insulin via the pump. At 6:45 am the patient experienced the symptom of sweating and she tested her blood glucose level to be 53 mg/dl and the 43 mg/dl. The patient administered self-treatment with glucose tablets; she did not seek any medical attention. The patient's subsequent level was 177 mg/dl. The patient noted that her pump isf setting and basal setting had been changed the week prior. Troubleshooting revealed these settings were programmed correctly. The adjustments to the pump basal and isf settings may have contributed to the patient's alleged hypoglycemic symptoms and blood glucose levels after taking a correction via the pump. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.